Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the target lesion located in the moderately tortuous and moderately calcified right coronary artery (rca). After wiring the lesion with an choice extra support guide wire and a pt2 guide wire, pre-dilation was performed with a 2.5x15mm apex balloon which caused a small vessel dissection. An unspecified express2 stent was advanced but could not cross the dissected rca. Next a planned unspecified veriflex stent was pulled and deployed in the intended target lesion, covering the vessel dissection. Post dilation was performed with a 3.5x15mm quantum balloon. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).